Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by customer's mother that the customer experienced high blood glucose and had a bent cannula. The customer's blood glucose was 500mg/dl. The customer's mother declined to troubleshoot at this time.